Manufacturer narrative:
Updated data: b5: a second paragraph was added. D: suspect medical device: expiration date, lot #, UDI # h4. Device mfg date h6. Patient code was added and the dcs eval code method was changed from b17 to b18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), into an existing failed surgical aortic valve (sav) (manufacturer unknown), when the guidewire (manufacturer unknown) crossed the sav, the patient's blood pressure dropped. The delivery catheter system (dcs) and loaded tav were inserted into the patient, but after crossing the failed sav, the patient went into cardiac arrest. Cardiopulmonary resuscitation was initiated and the tav was implanted. An echocardiogram was performed and showed the right ventricle had collapsed. The medical team discussed extracorporeal membrane oxygenation versus implant of a non-medtronic (impella) heart pump. However, upon consultation with the patient's family, a decision was made to not pursue life-prolonging interventions. Subsequently, the patient died that day. Per the physician, the cause of death was cardiac arrest. Additional information was received to report two different dcs were opened for the case, but only one was used. The failed sav was a 19 mm carpentier-edwards perimount magna ease and the guidewire was confirmed as a non-medtronic device; however, the model and manufacturer remain unknown. It was also reported the patient has had multiple strokes in the past. Per the physician, a clot or some calcium dislodged and occluded coronary flow before the tav implant, which caused the right ventricle to collapse.

Manufacturer narrative:
D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic brand name: evolut fx plus valve; product ID: evfxplus-23; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-09-12; use by date: 2027-09-12; implant date: on (B)(6) 2026; FDA site ID: 9617601. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), into an existing failed surgical aortic valve (sav) (manufacturer unknown), when the guidewire (manufacturer unknown) crossed the sav, the patient's blood pressure dropped. The dcs and loaded tav were inserted into the patient, but after crossing the failed sav, the patient went into cardiac arrest. Cardiopulmonary resuscitation was initiated and the tav was implanted. An echocardiogram was performed and showed the right ventricle had collapsed. The medical team discussed extracorporeal membrane oxygenation versus implant of a non-medtronic (impella) heart pump. However, upon consultation with the patient¿s family, a decision was made to not pursue life-prolonging interventions. Subsequently, the patient died that day. Per the physician, the cause of death was cardiac arrest.

Event description:
Additional information was received to confirm that the second dcs was opened due to the physician's concern that the valve might dislodge during CPR.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.